Manufacturer narrative:
(B)(4). This procedure was halted and re-scheduled with no harm to patient or other known impact to patient other than the delay. No parts have been returned to manufacturer for analysis. No further issues have been reported. Part not returned to manufacturer.

Event description:
A site representative reported that, while in a cranial biopsy procedure, they experienced an inaccuracy in the registration process. A computed tomography (CT) was imported and merged successfully. Attempted to perform tracer registration, however, failed several times. When registration was successful, attempted to verify accuracy inside the fiducial markers and deemed they were off. Failed point-merge registration with fiducial markers with error between 3.0 and 4.0. Changed the position of the patient to supine, attempted tracer and point-merge registrations, this did not resolve the issue. Changed registration exam from computed tomography (CT) to magnetic resonance imaging (mr), there was no change. The surgeon chose to halt the procedure and reschedule for another day. There was no harm to the patient reported.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. The archive of the patient exam/registration was analyzed. It was initially reported that the merge between CT and mr was good. In the archive provided, the exams were still merged but the merge was completely off. The CT registration model is very smooth but it is apparent that the patient has some extra skin which could make tracer registration a less optimal registration method. Tracer pattern follows bridge of nose and forehead only. This could be improved by tracing more side-to-side across the nose and farther superior/posterior to the apex of head and temples. There were 6 points stored for point merge registration but only 2 of them were matched-- not enough for a complete registration. Both of these issues may have attributed to the inaccuracy.